Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pt experienced high impedance readings of >4,000 ohms on some of the bipolar pairs (0 and 4, and 3 and 4) on their implantable neurostimulator (ins). The other combinations were corrected with retesting of the ins. It was noted that the manufacturer rep had normal impedances on the old ins and that the high impedances were only on the new ins. A follow-up report will be sent if additional info becomes available.